Event description:
The unit fails the controls test. When the energy select switch is set to 100 joules, it displays that 70 joules is selected (one example). There was no report of pt involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.